Event description:
A male admitted in 2009, for repair of a right posterior cruciate ligament tear. While the ortho surgeon was smoothing out the boney surface with this blade it stopped working correctly. Surgeon and or tech thought that the blade -#1- was plugged but when inspected the operating room tech found that the blade was broken. All the pieces were accounted for upon on this inspection. A second blade -#2- was introduced and functioned correctly. The blade -#1- was inspected prior to this case and was noted to be intact and functioning properly.